Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The ventricular lead was stable with good measurements. The patient's pacemaker was reprogrammed to pace and sense in the ventricle. The patient will be re-evaluate in six months. No adverse patient effects were reported. This product remains in-service.